Event description:
The complainant reported that a patient was transferred from iu ball to iu methodist. Upon arrival, the aic (arterial line/monitoring device) was switched to a methodist unit. Before the switch, ball¿s aic showed no alarms or abnormal values. After connecting the methodist aic despite following proper steps, the placement signal became intermittent and values fluctuated significantly. A ¿placement signal not reliable¿ alarm appeared. The clinical support center (csc) suggested there may be an issue with the optical sensor. The patient had not moved, and nothing unusual occurred during the transfer. The white cable was confirmed to be fully plugged in. Switching back to ball¿s aic resolved the issue immediately, confirming normal function. Later, switching to another methodist aic also worked correctly. Patient remained stable throughout all equipment changes.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Data analysis: initially this complaint was alleged against (B)(4) , with pump 637494. Reviewing the imc, rt and lt logs, the description of the complaint was not evident in the logs. Since the complaint mentioned console transfers, (B)(4) was found to also have run this pump, previous to the pump being used on (B)(4) . (B)(4) aligns with the complaint as the user gets a placement signal not reliable alarm immediately that does not resolve until the pump is removed. The rt logs confirm placement signal varied widely with an unreliable placement signal, as described in the complaint. Device analysis: (B)(4) was initially returned but was found to be unrelated to this complaint. (B)(4) has previously been investigated under ci-46121, ci-49378, and ci-50522 which found that a broken piece of the pump's plug was lodged in the pump connector preventing good optical connection. Root cause: there was a piece of broken pump plug in the optical connector preventing good optical connection which resulted in an air gap and caused unreliable placement signal.

Manufacturer narrative:
This report is being submitted to correct information previously provided in the initial MDR (1220648-2026-01102). The initial report contained inaccurate device information. On 28-jan-2026, we were notified that the originally reported device details were incorrect and were provided with the correct device identifiers. The following corrections have been made: d1. Brand name was corrected to: optical, aic, impella connect, pkgd, us. D4. Lot number was corrected to: 1713329. D4. Catalog number was corrected to: 0042-0040-us. D4. Serial number was corrected to: (B)(6). D4. Primary UDI number was corrected to: (B)(4). No other changes were made.